Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the chest area. Patient advised the area has skin pulled off, there is blood and puss, and the area is smelly. Patient reported right side under her chest is draining some liquid. Patient reported that medical professionals were treating the area with medication at the hospital. Follow up indicated that the patient removed the lifevest for a day and the skin irritation is improving.